Manufacturer narrative:
Correction: d5 - health professional should have been selected on the initial report rather than other. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged because reprocessing was not performed according to instructions for use (IFU). It was confirmed that there was no deformation of the air/water nozzle. It was also confirmed that reprocessing was not implemented according to the IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to a dent in switch 1 which resulted in water tightness being lost. The presence of foreign material was also confirmed. Water tightness was lost due to a dent on scope cover. There were scratches noted throughout the device. The scope connector had corrosion and switch 4 had wear. It was also noted that play of the up/down knob and the bending angle in the up direction were out of standard value due to wear of the angle wire. The universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope had a issue with air/water leakage from the switch. Upon inspection and testing of the returned device, it was noted that there was a foreign object in the nozzle due to insufficient cleaning. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.